Event description:
It was reported that the right atrial lead became dislodged. Patient felt a "butterfly feeling" in the abdomen. The lead was explanted and replaced. No patient complications were noted as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.